Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 371283ar was found to be performing within expectations. A review of the manufacturing records for the lot did not uncover any non-conformances . The lot meets release specification. Customer did not provide a laboratory reference value for comparison. Unable to determine the accuracy of the inratio result without this information. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2 - 3. (B)(6) 2015 inratio inr = 2.5. (B)(6) 2016 inratio inr = 5.2. Last laboratory inr value approximately three weeks prior to (B)(6) 2016 was between 2 - 3 no reported adverse patient sequela.